Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a previously implanted non-medtronic surgical valve, the valve was implanted at a depth of 3mm and trace paravalvular leak (pvl) was observed. Balloon aortic valvuloplasty (bav) was performed using a 24mm balloon. Prior to full inflation of the balloon, the valve dislodged toward the aorta. The valve was snared into the aortic arch, and a second valve was implanted. No additional adverse patient effects were reported.